Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, while setting up for the case, they observed that the c-ring on the vasoview hemopro 2 with vasoshield was bent and immediately took it out of use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the scope washer tube appeared physically damaged and mangled; the c-ring was slightly bent. While we are unable to conclusively determine a root cause; these devices are inspected to verify the c-ring is not overly skewed when extended, verify air flows through c-ring or scope washing system prior to distribution. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).